Manufacturer narrative:
The insulin pump was received with critical pump error and unable to download due to moisture damage on the electronic assembly. We were unable to verify manufacture mode due to critical pump error. The device was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and stained serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to  the event as no product has been returned. The device will be returned for analysis andfurther information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusionpump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed critical pump error.customer's blood glucose was 7.5mmol/l at the time of the incident. No further details were given. The insulin pump will be returned for analysis.